Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and found that the fan of the condensate removal module (crm) had stopped. To fix the issue, the fse replaced the crm, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient, the clinical user found that there was a large amount of water in the catheter extender gas path extension tube of the cs300 intra-aortic balloon pump (iabp), and the inspection condenser stopped. No patient harm, serious injury or adverse event was reported.